Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. The device was returned to the quality assurance laboratory for investigation. An open condition was confirmed within the device's power cord. The device's power cord was replaced to address the issue.